Event description:
During the procedure, the physician used a percutaneous endoscopic gastrostomy set. During use, the feeding tube detached from the dilation tube at the connecting point. No injury to the pt was reported.